Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer dependent patient presented in clinic for lead extraction. It was noted that the right ventricular lead exhibited noise. Other electrical measurements were in range. The lead was explanted and replaced. The patient was fine.